Event description:
The customer reported dark images and stated that the physician could not see them. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.